Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there were unable to calibrate sensor alarms and the arterial line waveform was often flat/dampened/uneven. The customer stated that the blood pressure numbers had been off during the night. They also reported that they used tpa twice on the iab. The hospital staff decided to transduce the inner lumen, and continued therapy. The insertion was reported to be axillary, which is not a method described in the instructions for use (IFU). There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).